Event description:
A malfunction was reported on the pump, identified by the caller with the code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur post-reset. The customer was informed that the pump could continue to be used and advised to call back if the malfunction reoccurred. The connection and insulin delivery functionalities were restored successfully, requiring no further action.